Event description:
The customer reported intermittently the system displayed a communication failure error message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply 1 connector was re-seated. Also, the voltage was adjusted. The system was then found to be operating as intended.